Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.

Event description:
The physician was trying to gain access to the popliteal vein with sheath & aquatrack wire. After an unsuccessful attempt, the physician pulled the wire back into the sheath. At that time the sheath & wire were not in the true vessel, and the wire frayed as he pulled it back through the sheath/dilator. The portion of the wire that frayed off remained in the patient's soft tissue. In the physician's opinion, the patient was not in danger and this was not a true product failure, but merely an issue caused by difficulty getting the sheath into the vessel.